Manufacturer narrative:
The investigation could not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received questionable results for two patient samples tested with elecsys ft3 iii on multiple roche analyzers. The analyzers involved include two cobas 8000 e 801 modules, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. One of the samples (sample ID (B)(6)) also had discrepant results for the elecsys ft4 iii assay. The results measured at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. Questionable values are highlighted in yellow. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2021. The samples were repeated on a siemens centaur analyzer. The samples were also provided for investigation, where testing took place on an e 411 analyzer and an e 602 analyzer on (B)(6) 2021. Investigation testing also took place on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft4 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 483198, with an expiration date of 30-jun-2021 was used on this analyzer. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft4 reagent lot number 494388, with an expiration date of 30-sep-2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft4 reagent lot number 494388, with an expiration date of 30-sep-2021 was used on this analyzer.